Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of incident. Notification light stopped flashing immediately. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All operating currents are within specification. No pump error alarm noted during testing. However, corroded electronic assembly noted during visual inspection.